Event description:
Caller reported that the t:slim x2 pump battery was not charging, which triggered a power source alert. There was no adverse impact to the customer's blood glucose level. Caller used a non-tandem wall adapter with the tandem charging cable, successfully resolving the issue, and cts shipped a replacement tandem wall adapter for future use. Pump began charging, and no further assistance was needed.